Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7072558, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient went to the emergency department (ER) due to pain that radiated down the legs. It was noted that the patients dressings came off and the trial leads had migrated. The physician removed the trial leads and the patient was placed on antibiotics for precautionary measures. The patient was doing well postoperatively.